Event description:
It was reported that during a percutaneous transluminal angioplasty stenting procedure, stent deployment and stent removal difficulties occurred. The 90% stenosed lesion was located in the severely tortuous and severely calcified right internal carotid artery. The lesion was 20mm long, progressive in nature and concentric in shape. The lesion contained a bend greater than 45 degrees. The vessel diameter was 7mm. Vascular access was obtained in the femoral artery. As the physician advanced the carotid wallstent (cws) 8.0 x 29mm monorail towards and across the lesion, severe resistance was encountered. The physician attempted to deploy to cws; however, resistance was encountered and it was noted that "only a few millimeters" of the stent deployed. The physician attempted again to deploy the stent by exerting "strength and pressure", but was unsuccessful. It was noted that the physician had a difficult time removing the cws from the lesion. As a result, the unspecified "internal catheter" stretched and ruptured. The 8.0 x 29mm cws was removed outside of the pt and a 7.0 x 30mm cws was implanted to successfully complete the procedure. No additional pt complications were noted and the pt's status was reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).